Manufacturer narrative:
Returned device was received in poor physical condition. There was a cracked enclosure and tank cover. There was additionally wear and tear to the block assembly and line cord. During the evaluation of the device, the lcd was found to be fault and only shows partial display of numbers. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's display is missing a digit. There were no reported adverse events.